Manufacturer narrative:
The ventilator was investigated on-site. The ventilator generated technical errors indicating that several pcb needed to be replaced. The parts found defective and replaced were the two pressure transducer pcbs, control pcb, monitoring pcb, expiratory channel pcb and the air gas module. Additional information received stated that prior to this investigation the ventilator had been handled by a non-certified external company that had damaged several parts in the ventilator. The device logs were not received and no parts have been returned for investigation. No investigation has been possible and the root cause of the reported event has not been determined. It was observed during an external audit at (B)(6), that servicing practices at (B)(6) are not in compliance to applicable requirements due to identified gaps in quality management system. Specifically, unanticipated repair activities were not submitted as complaints and assessed for reporting as required per regulations and as a result this report was not submitted in a timely manner. Getinge (B)(4) has approved a comprehensive remediation plan and all unanticipated repair activities will be submitted as complaints.

Event description:
It was reported that the ventilator generated technical error codes. There was no patient involvement. (B)(4).